Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation. DHR and trend analysis unable to be reviewed since product and lot number were not provided after several documented attempts. Conclusion: unable to determine root cause since product and lot number were not provided for evaluation.

Event description:
It was reported the surgeon felt the implant and associated instrumentation did not provide the expansion appropriate for the pt. The surgeon said he expected more expansion from the device, and he felt the expansion on the device was difficult to decipher on x-ray. The surgery was a l4-s1 posterior lumbar underbody fusion (plif) with 2 expandable ibd. (B)(4). Expandable ibd implants 26mm lg 8-12mm ht 10mm wd 0 deg. The surgeon inserted and expanded the first implant 2mm on the inserter he was unaware to gain any more torque for more implant expansion. The surgeon confirmed the final placement of the implant on x-ray. The inserter would not easily disengage from the implant until the surgeon 'rocked' the inserter tip side to side with the intent that it would release from the implant. After a few minutes, the inserter disconnected with no visible damage to the inserter or the implant. The surgeon used the driver and hudson handle to expand the second implant. The driver stripped when used for expansion. The surgeon decided he could not get more expansion, and tried to remove the inserter from the implant. The inserter would not disengage again even after the inserter body was removed and the surgeon 'rocked' the inserter side to side. After 2-3 mins of this, the surgeon twisted the inserter tip causing it to deform and release from the implant. The inserter tip was visibly damaged. Concomitant devices used: inserter (98-2000) driver (98-2201). There has been no report of adverse effects on the pt.